Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when positioning the trocar, the valve seal disengaged. Used another trocar to complete the procedure. There was no patient injury.